Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. A carefusion field service representative has evaluated the device and found a leak to be present in the oxygen blending regulator. The repair and evaluation report has not been completed yet and a supplemental report will be made once it is completed. (B)(4).

Event description:
The customer stated that prior to use there was a loud gas leak coming from the regulator. There was no patient involvement at the time of the incident.